Event description:
It was reported that the device was unable to be interrogated. Several attempts were made to communicate with the device using different programmers and different programmer heads, but all attempts were unsuccessful. The device was explanted and was replaced. No patient complications have been reported as a result of this event

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).